Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Making the following correction(s) requested by medical safety with this report. Adding t006 treatment code for hypoglycemia. Adding bg of 21 mg/dl. Excluding the following statements from the description summary: ¿the customer reported low bgs. "Units left" in the pump status screen was inaccurate. The customer alleges delivery of insulin without input. The customer called for an issue not covered by existing troubleshooting guides.¿

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jun-2024, listed on smartsolve due to insufficient data in the trace/history files. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 21-jun-2024, in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and data at 0.08690 inches. In further analysis in the pump history found two lost sensor signal alert on 05/30/2024 at 10:20:00.000 and 12:40:00.000. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or lost sensor signal alert noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Customer alleged not confirmed for lost sensor alarm, loss of communication between the transmitter and the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a possible over delivery anomaly. The customer reported hypoglycemia, hypoglycemia treated with hospitalization: overnight stay, ems/ambulance/ER visit. The event involved product(s) mmt-332a, mmt-242a, mmt-6102, mmt-1884l. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported low bgs. "Units left" in the pump status screen was inaccurate. The customer alleges delivery of insulin without input. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-6102. Mmt-1884l was requested and the customer response was the device will be returned.